Event description:
It was reported that the ear ulcer syringe had "poor recoil" and no suction.

Manufacturer narrative:
It was reported that the ear ulcer syringe had "poor recoil" and no suction. No serious injury or adverse impact to a patient or to a user was originally reported. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A sample was returned for evaluation and functional testing was unable to reproduce or confirm the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed. Additional product lot reported = 96921060002.